Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received a motor error alarm on (B)(6) 2016. Motor error alarm was resolved with a site and reservoir change. It was also reported that customer experienced keypad anomaly on (B)(6) 2016. Customer attempted to resume insulin pump after getting out of the swimming pool and found that the act button was not responding. Customer's blood glucose was 400 mg/dl. Customer was advised that insulin pump would need to be replaced.